Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a higher than expected progesterone result for one (1) patient. The result was generated on the unicel dxi 800 access immunoassay system, used in conjunction with access progesterone reagent (lot 015014) and access progesterone calibrator (lot 023580). Subsequent testing of the patient sample on the same instrument and an alternate instrument both generated lower results. Results are shown. The initial high result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient sample was serum. Centrifugation information was not provided by the customer. Per proservice data, all three levels of progesterone qc were within the customer's established ranges prior to and after the event. Current system information was not provided by the customer. A bec field service engineer (fse) was dispatched on (B)(4) 2011, for the event. The fse performed hardware validation including a high sensitivity system check and a carryover test. All testing passed within instrument specifications. The fse also verified reagent pipettor alignments. No issues were noted. The fse did not note any hardware issues which would have contributed to the event.